Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving lioresal (2000 mcg/ml at an unknown dose) via an implantable infusion pump. It was reported that the patient was experiencing increased spasticity. They had been having discrepancies in the expected and actual volumes at their refills. A dye study was scheduled for (B)(6) 2020. The discrepancies were as follows: (B)(6) 2020 erv=4.1ml, arv =7ml (B)(6) 2020 erv=4.2ml, arv=7ml (B)(6) 2020 erv=2.6ml, arv=6ml (B)(6) 2020 erv=8.4ml, arv=10ml (B)(6) 2020 erv=4.8ml, arv=7.5ml (B)(6) 2020 erv = 3.4ml, arv=6ml (B)(6) 2020 erv = 4ml, arv=7.5ml (B)(6) 2020 erv=4.1ml, arv=7ml no interventions were planned at the time of the report until after the results of the dye study. There were no environmental, external or patient factors which may have led or contributed to the issue. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a device manufacturer representative on 2020-jun-30. It was reported that the dye study was performed and there was free flow of cerebrospinal fluid at that time. The radiologist felt the catheter was intrathecal. It was unknown if further interventions were planned. It was noted the issue was resolved as "the catheter was patent." No further complications were reported.